Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 50 mg/dl; cause was unknown. The basal rate settings were lowered, insulin was manually suspended, and carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 and on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg¿s, user made food bolus requests without entering current bg and while still having insulin on board (iob). On (B)(6) 2019, user requested a bolus by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). User set several temporary basal rates ranging from 0-150% of basal insulin and made several carb ratio and basal rate adjustments during the provided date range. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.